Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was unknown at time of incident. Customer also reported that the insulin pump had a blank display due to swimming. Troubleshooting started for the blank display but pump turned on and gave a critical pump error instead. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the insulin pump needs to be replaced. The customer was also advised to discontinue use of the insulin pump and to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube.